Event description:
The device was used during thoracic surgery. It was observed on one endocutter the reload unit moved in the jaws. The second endocutter couldn't be fired. There was no consequence to the pt.